Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on the cobas 8000 c 702 module (c702). Shortly after the questionable patient results, the analyzer had vacuum errors. The customer provided data for two patient samples and of these, one had an erroneous crej2 creatinine jaffé gen.2 (crej). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 533 and repeated as 80. The value of 80 was believed to be the correct result. No units of measure were provided for the crej test. No adverse events were alleged to have occurred with the patient. The crej reagent lot number was 291877. The reagent expiration date was asked for, but not provided. The field service engineer replaced valves that were blocked. The water pressure was also found to be slightly low.

Manufacturer narrative:
The field service engineer replaced tubing and the main pump.